Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the patient developed a hematoma under the device post implant. The old device and leads were removed on (B)(6) 2018. Pocket debridement was performed. A new system was implanted on the right side on the same day. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.